Event description:
The facility reported an underinfusion of parenteral nutrition during patient use. The facility reported that at 7:59pm, the flow rate was 15.8ml/hr. Around 5am, the pump was found to have only infused 20ml. No patient injury or need for medical intervention has been reported. The hosptial representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information was available.